Manufacturer narrative:
Device evaluation: results - a device history record was reviewed for the reported lot number 5246549. This lot was build from 9/5/2015-9/11/2015. All required challenges samples and testing was performed per specification. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The qn reviewed revealed no related reject activity for the sub-assembly lot number associated with this incident. One used iag/bc 22ga unit was received in an opened package from the lot number 5246549. The needle was retracted and the button was depressed. Observed that the end of the safety barrel had a small amount of damage. Scuff marks were observed in the area of the damage. The needle was pushed and repositioned and observed there was no mechanical/physical damage to the springs or needle hub. Functional test (needle retraction) was performed: after the needle was pushed and repositioned to the out position, then depressed the button at which point the needle retracted fully within the safety barrel. The retraction was successful, meeting no resistance. Conclusions - the defects of needle stick injury with a used device and needle retraction failure, as stated in the subject of the complaint, was not confirmed with the returned unit. It was confirmed that the end of the safety barrel had small amount of damaged with scuff marks. Reproduction of the defects that the customer experienced was not achieved with the functional test performed on the unit received in the laboratory environment. Although a small amount of damaged on the safety barrel was found, it could not be determined if the damage resulted from manufacturing or from the user environment. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse inserted the IV catheter and upon removal of the device, the needle did not fully retract and she sustained a needle stick injury. Based on the facility's policy, the nurse went to employee health and "completed all necessary follow up action." Information regarding specific treatment for the nurse was not provided upon request. The patient had lab work.